Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 50s mg/dl range. Customer consumed carbohydrates to address bg. Reportedly, low bg was due to the pump settings needing adjustment. Recommendation was made to consult with a healthcare provider to discuss diabetes management.